Manufacturer narrative:
The pump was returned to animas for eval. The up arrow keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under the up arrow button contact.

Event description:
It was reported that the keypad is unresponsive. It was reported there is no water exposure and no visible signs of damage to the pump.